Event description:
The tendril rv sjm lead was disconnected (probably in 2010). The 6947 lead is implanted since (B)(6) 2010 and is more than 11 years old. As the lead impedance is barely effected (no high impedance but more chronic lower lead impedance values) I suspect that there is either cross-interference of the leads or rv hv conductor has lead (isolation) degradation which are causing cross interference with eachother. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).